Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A copy of device memory was saved and submitted to technical services for review. It was confirmed that the device is exhibiting a moderate acceleration in the rate of battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. No adverse patient effects were reported. This device remains implanted and in service. Despite good faith efforts to obtain additional information, no response was received. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
At this time it is unknown as to whether this device was explanted and replaced. Despite good faith efforts to obtain additional information, objective evidence was not available to determine the root cause of the clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected to be exhibiting premature battery depletion. No adverse patient effects were reported. This device remains implanted and in service.